Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via log file analysis. Data from (B)(6) 2024 was reviewed. The periodic log file captured the backup battery fault alarm event was initially captured on (B)(6) 2024 at 3:08:26. The controller event log file did not capture the events leading up to when the backup battery fault alarm initially became active. The events were overwritten with newer events. The backup battery appeared to have been reseated and the fault alarm cleared briefly on (B)(6)2024 at 8:08:39 and at 8:10:07; however, the alarm returned shortly after. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. The backup battery load test completed on (B)(6)2024 at 8:27:25 and the test passed, which cleared the alarm. At the time of the load test, the loaded voltage was measured within the acceptable threshold compared to the unloaded voltage. The driveline was physically disconnected on (B)(6)2024 at 8:32:42 and both power cables were disconnected shortly after. These sequences of events appear related to the reported system controller exchange. Attempts were made to obtain additional information from the customer regarding product return status; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook document rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use document rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the clinic for a backup battery fault (bbf). Battery change did not resolve the issue, so their system controller was exchanged without event. Log file review was requested, and the event log file captured constant bbf events throughout the log file until the controller was exchanged (B)(6) 2024 at 0832. It appeared that the bb load test failed resulting in these faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.